Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 33 mmol/l (594 mg/dl) while wearing the pod between 49 and 71 hours. The patient also reported experiencing vomiting at this time. The patient reported that they thought the pod was leaking insulin. The patient was treated with intravenous fluids and an unspecified medication for nausea. The patient also self-administered insulin manually using a pen. The patient was released after approximately 3-4 hours, on the same day. The pod has been discarded.